Manufacturer narrative:
Initial reporter phone number: (B)(6); initial reporter fax number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. A manual test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "false positive (drawer a).¿

Manufacturer narrative:
H.6 investigation summary: this complaint alleges a false positive result on a mgit 960 instrument (p/n 445870, s/n (B)(6) ). The field service engineer (fse) arrived onsite to troubleshoot the mgit instrument. The fse cleaned the detector, rebooted the instrument and monitored the instrument. The instrument was returned to the customer in working order. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument (B)(6) and no additional work orders were observed for the complaint failure mode reported. Root cause is unknow at this time, this is an unconfirmed failure of a bd product. Complaint history for results was reviewed for the month of may. The upper control limit was not breached, and trends were not identified associated with this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. No new trends, risks, or hazards were identified as a result of this complaint. The issue in this complaint does not require the initiation of a corrective and preventative action (CAPA). This complaint will be included in the periodic trend review. Per baltrm-mgit320_960-aph revision 5, the hazard associated with this complaint is false positive, which is an s3; reference row ID 2.2. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system false positive results were obtained by the laboratory personnel. A manual test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "false positive (drawer a)¿.